Manufacturer narrative:
The distal portion of the lead was returned. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had high thresholds with possible loss of capture. Additionally, the ra lead was un dersensing in both unipolar and bipolar and was not sensing the p wave at the lowest sensitivity setting. The lead was initially programmed off and was subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.